Event description:
The patient reported the "glue is bad and needle is coming off" of the infusion set. The patient was hospitalized due to abnormal blood glucose values (values not provided). Type of treatment received at the hospital was not provided. The infusion set was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.